Event description:
The initial attorney report alleged pain, obstruction, defective mesh and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - the pt underwent ventral hernia repair with composix kugel mesh. On (B)(6) 2003 - office visit, pt doing well, staples removed. On (B)(6) 2003 - office visit, pt's wound was well healed. On (B)(6) 2003 - office visit, pt complaints of pain over the left of abdomen, probable suture pain, repair in tact. On (B)(6) 2007 - the pt underwent exploratory laparotomy, lysis of adhesions and mid small bowel resection with auto sutured anastomosis.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt's medical and/or surgical history may have contributed to the alleged event. Multiple adhesions and small serosal defect were present during the original implantation of the device. This may have been due to a prior appendectomy the pt had. The pt reportedly developed adhesions which is listed as a possible adverse reaction in the product's instructions for use. A DHR review has not been conducted, since no specific product code or lot number have been provided. Additionally, no sample has been returned for eval as it appears to remain implanted.